Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging a "redo check" message on her one touch basic meter while performing a blood/control test. The patient claimed that she has not tested on her meter in "a while" because the meter "was not working". She did not specify how often she tests her blood glucose and if she continued her usual diabetes care regimen while she was unable to test on her meter. Because her back was hurting and she was feeling light headed and dizzy, she went to the emergency room (ER) one day earlier at 10 am. There was no information regarding the patient's activity levels, medications, meals and attempted tests prior to the reported symptoms. Her blood glucose was "416 mg/dl" on the ER's device and was treated with insulin. The patient was released a few hours later. The customer care advocate (cca) verified that the check strip was in good condition and walked the patient through troubleshooting, but the "redo check" issue persisted. The cca also noted that the patient had expired test strips. Based on the provided information, this complaint is being reported due to the following conclusion: the patient was unable to test on her meter and allegedly developed symptoms. She was the treated with insulin for high blood glucose levels. The meter, test strips, and control solution were replaced.